Event description:
During a remote follow-up, far-r oversensing and automatic mode switch (ams) were detected on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.